Event description:
The pt rec'd two scs leads with the same lot number. The pt reported she wants her scs sys explanted due to not receiving effective stimulation. Follow-up identified the pt has never had satisfactory stimulation and has not used the system for 7 to 8 months. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.